Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/22/2020.

Event description:
The customer reported touchscreen not working, and requesting help with calibrating the touch screen. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touchscreen not working issue. The fse walked through the touch screen calibration as instructed in the service manual, and emailed the customer cleaning instructions for the touchscreen.